Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, lumbar radiculopathy, and spinal pain. It was reported that contacts eight through 15 contact lead of the specify lead would not properly go into a 97702. The rep is in a replacement case. The rep is not sure of the factors related to this. The patient had the exact same battery prior to replacement. The tail end of the lead seemed to go in properly, but the impedance read poor and connectivity on the second tale of the specify lead was poor. The eight through 15 contact lead of the specify lead would not properly go into the ins for replacement. Multiple impedance and connectivity checks were performed. The issue was not resolved at this time.

Event description:
Rep responded from follow up sent. Rep reported multiple connectivity <(>&<)> impedance tests performed. Physician took the tail out multiple times, whipped down, and reconnected. Cause not determined. Actions taken was possible reprogram at first post op. Patient was satisfied with programming after surgery. Lead not properly going into the new ins has sort of been resolved with system being programmed to satisfactory but does not resolve the impedance/connectivity issue.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.